Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the pen ndl 32ga 4mm 14bag 700case jp experienced cannula breakage or pull out which was noted prior to use. The following information was provided by the initial reporter: the needle npe was broken.

Event description:
It was reported that the pen ndl 32ga 4mm 14bag 700case jp experienced cannula breakage or pull out which was noted prior to use. The following information was provided by the initial reporter: the needle npe was broken.

Manufacturer narrative:
H.6. Investigation summary: one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320136. Visual examination was carried out on the returned photos and sample and a bent non patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. H3 other text : see section h.10